Event description:
(B)(6). This device case, which does not include an adverse event, reported by a pharmacist who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unspecified medication for the treatment of an unspecified indication. On (B)(6) 2011, it was reported that the patient's humapen memoir insulin injector pen dose display did not show the complete dose. Segments were missing. The humapen memoir pen was associated with product (B)(4) / lot 0911c01. The user and the user's training status was not specified. The device duration of use was not specified. Return of the pen is anticipated.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/incident. Will investigate further. A follow-up report will be submitted when the final evaluation is completed.

Manufacturer narrative:
(B)(4). This report includes final evaluation findings. No additional information is expected. Evaluation summary a customer reported his humapen memoir device display does not show the complete dose and that segments are missing. The actual complaint device (batch 0911c01, manufactured november 2009) was not returned for investigation, therefore no root cause or corrective action could be determined. However the complaint narrative suggests missing segments in the numbers of the display. If the missing segments occurred in the dose numbers, this reportable malfunction may result in an inaccurate dose of insulin. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs that if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact lilly or your healthcare professional. Improper use and storage - there is no evidence of improper use or storage.

Event description:
(B)(4). This device case, which does not include an adverse event, reported by a pharmacist who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unspecified medication for the treatment of an unspecified indication. On (B)(6)-2011, it was reported that the patient's humapen memoir insulin injector pen dose display did not show the complete dose. Segments were missing. The humapen memoir pen was associated with product complaint (B)(4) / lot 0911c01. The user and the user's training status was not specified. The device duration of use was not specified. The pen was not returned to the manufacturer. Update (B)(4)-2011: additional information received (B)(4)-2011 vial global product complaint database. Added device specific safety summary. Updated returned to manufacturer field, device medwatch info, and EU/ca fields. Updated narrative.